Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "meter counts down from 5 to 1 when it always counted from 1 to 5". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.